Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Caller with pt in clinic and pt has been feeling pain and shocking sensation at pocket site for past couple of weeks. No falls or trauma. Pt feels this especially when sitting in his car and it feels a dull, achy sensation at pocket site. With stim off, the sensation stops. No swelling at pocket site. The ins is on the left side of the flank area. Pt does indicate the ins does move around in the pocket. Palpation with stim on is negative for recreating the issue. Per caller, the ins doesn't feel like it's been flipping around. No weight changes. Impedances normal range with highest electrode pairs of 2, 5, and 6 in low 2000's. These imped were also conducted with pt lying back and then these pairs went down to ~ 1700 ohms. Pt also mentions feeling sensation at pocket site when the tablet is connecting to his ins, as well as when pt is connecting to their handset. Tss did review that imped check done as part of tablet interrogation but was unable to explain sensation with handset use. Pt does use dtm with lower intensities, all below 2.5ma per caller. Pt has leads in thoracic area, t8-10. Up to today, pt's programming was on the right side but caller did add some more programming to the left side to address some existing left side pain. Tss reviewed considerations to see how pt does with new programming and potential imaging of pocket and watching for any changes in discomfort at pocket site.

Event description:
Additional information received from the manufacturer representative reported that reprogramming was done to better focus on left sided coverage. The physician was not planning further action at this time.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.